Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the ci22m device was explanted due to device extrusion(date not reported). Reportedly, the recipient will be reimplanted in 4-6 months.